Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display due to vertical cracked lcd controller; unable to verify button keypad anomaly due to constant blank flashing white light on the display. No damage was found on the keypad assembly noted. No unlocked keypad connector during our visual inspection. No cracks on the screen noted. The insulin pump passed the leak test. The insulin pump had minor scratched lcd window, cracked battery tube threads, scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump as well as a blank display screen. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.